Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the ccu to lab use only (luo) testing equipment. The ccu was powered on, disconnected and reconnected three more times and each time powered on successfully. It was determined that the ccu met specification. Per data log review: on (B)(6) 2022 the centrifugal pump logged many 'display supply error' and 'motor voltage (vmot) error' events. These would have prevented the display from coming on and making the pump appear to be powered off as reported. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's service operations manager, the unit was beyond repair and will not be repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.